Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the (B)(6) technology center (site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor noticed an area of capsulotomy which had a tag in the inferior temporal area at about seven o'clock hour. The surgeon was able to remove the capsulotomy by using a chopper to free it circumferentially. While completing the irrigation and aspiration portion, an anterior tear was noted nasally at about the three o'clock hour. The doctor successfully implanted an anterior chamber intraocular lens. The patient was moving a bit during laser assisted portion of the cataract procedure.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Additional information provided by the clinical application specialists (cas) stated that during the laser treatment, the patient was moving a little bit which may have contributed to the capsular tag at the 7 o¿clock area. Following the laser treatment, the cas observed the customer freed the capsulotomy without issue and did not notice when the anterior capsule tear may have occurred. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).